Event description:
A 16mm diameter x 5.5cm length aneurx iliac stent graft cuff was intended for implant to repair a leak associated with an ancure endograft in 2001. It is reported that the patient's anatomy had no tortuosity. The physician used a 16 french cook sheath and planned to place the extender cuff on the right iliac limb of the endograft. It is reported that the physician had no difficulty inserting the delivery system. As the physician tried to deploy the stent graft he heard a "pop" and the graft cover broke. The delivery system was removed from the patient and another 16mm diameter x 5.5cm length iliac limb cuff was used to successfully complete the procedure. It was reported that the patient is fine and no additional clinical sequelae were reported. The device was discarded by the facility.